Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 430 mg/dl in the morning. They took a manual injection. They then they received a critical pump error alarm. Troubleshooting was performed. They were unable to rewind the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump error alarm noted in the pump history and critical pump error due to out of spec force sensor zero offset. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No moisture damage found in the reservoir compartment, electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.